Event description:
Revision of cormet.

Manufacturer narrative:
(B)(4). Device details, pt notes, pathology reports, post primary and pre-revision x-rays and reason for revision have been requested in order to progress with the investigation. Device mfg records to be reviewed once the lot codes are confirmed. Please note: the product combination (head, cup) reported in this MDR is not cleared for use as compatible components in the USA. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the use. However, this event occurred outside of the USA.